Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2013. "A note on the vent when biomed came in monday morning stated "was not delivering tidal volume." On pt when this happened, no harm to pt reported. Error log showed repeated "invalid data pbaro sensor" simv, br 35, pf 10, psv 10, peep 5 ft 10, o2 50%, then he stated it had a volume of 60. Biomed has not checked the vent for proper operation at the time of the call. He checked the error log and trends also the settings. He took pictures of the trends and will send them to tech support. He said there was a p off point in trends showed a leak % at 66%. (Name removed) is going to do a performance test and get with rt dept for more details to find out more about the incident." The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2013."pt set on pressure control (back from operating room), chest rise and aeration diminished, but getting volumes back on vent. Abg obtained and pt was under ventilated (ph 7.16, co2 72). Checked on vent, volumes had dropped, so mode changed to volume simv with vt of 60. Vent reading returns around 60. Next abg co2 was still quite high (7.16, co2 68) checked on vent again, return volumes ok. Pt appeared as he had before. Flow sensor calibrated and placed, volumes reading 30 (inspiratory and expiratory) with volume set at 60. Flow sensor taken out both volume returned to 60. Vent shut off and recalibrated without change in readings. (Name removed) called to assist, tried some of the same things, also tried increasing the flow on the vent without change. Pt ventilated with bag at similar pressures was getting better chest rise and ventilation. Vent changed out to a servo I, same vent settings, getting much better chest rise and aeration. Vent setting turned down, for fear of overventilating, abg obtained and were much improved on lower vent settings than before, dr (name removed) at bedside for much of these events. The following description of the event was copied from the user facility medwatch report rec'd by carefusion from the FDA on (B)(4) 2013. "Event description: ventilator not delivering appropriate volumes."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device by the user facility is a summary of the info provided by the user facility biomedical rep in response to an email sent by carefusion requesting add'l info. The user facility biomedical rep evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. Per user facility biomed rep, the unit has been placed back into svc. See scanned pages.